Event description:
On 09/30/2021 it was reported by a arthrex employee via sems that an ar-613-49 femoral impactor assembly t-handle broke during a total knee replacement, the surgeon used a sterile back up they had and the case was completed with minimal delay. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Discarded by facility. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.